Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the 10th february 2009 and that it had performed to specification up to the 13th december 2009. During this time the device records multiple occasions in which the temperature was recorded below the minimum stand-by temperature of 10 degrees celsius with a low of 1.8 degrees celsius. On 20th december 2009 the device failed the weekly auto self-test due to a low battery. Multiple manual power ups mainly of ten minutes duration were recorded between the 22nd july 2014 and the last log entry on the 24th march 2016. During this time the pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation and the fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.